Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did back to back blood glucose tests, 5 minutes apart, using separate fingersticks, and got 240, 180 and 101 mg/dl. She did not have any symptoms. She did not compare to color chart-not sure if she checked for enough blood. Troubleshooting noted that her meter was not cleaned properly. A control test of 134 mg/dl was in range. On followup, reporter said that her readings since are well within range. The lifescan rep reviewed cleaning, coding, use of control solution, sample application and storage of strips with the reporter.